Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 251 mg/dl. It was reported that the customer had high blood glucose since the night before to her admission and customer's glucose level was treated with insulin drip. Troubleshooting was performed and the device passed the prime and self tests. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.